Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.

Event description:
Primary stability was achieved. Mobility was reported. Bone quality at the time of implant failure was IV. Time of loss in relation to the implantation was before prosthetic restoration. Osseointegration was not achieved.